Event description:
It was reported at implant the mechanical function of the helix did not work. After several rotations the helix popped out and not with the usual progressive and smooth extension. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.